Event description:
The patient reported that 4 v-go 40 devices from the last 90 day supply where the needle button popped out during use. The patient stated that after the needle button popped out, he was able to press back on the needle button and sometimes it would lock back in place for a little bit and then pop back out. The patient stated that he can feel the needle poking him each time he pressed back down on the needle button after it popped out. The patient disposed of the worn v-go 40 devices in question.